Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed oper code for device 1 from health professional to lay user/patient. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: oversensing was noted. The egm signal and the randomness of the oversensing is not consistent with power line noise. Power lines carry 60 cycles per second alternating current (ac) which produces a much less erratic waveform and typically produces consistent intervals between the sensed (oversensed) markers. Given that the leads seem to be intact, and the noise is producing both v & a oversensing, other sources of interference in the pt's environment are suspect and should be assessed.

Event description:
It was reported that the pulse generator had recorded high rate events. The events appeared to be due to external sources (high voltage power lines and a welder). The patient is no pacemaker dependent and there were no patient complaints nor complications reported due to this issue. The device remains implanted and active.